Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: approximately 4cm peripheral fallopian tube/ failure to occlude fallopian tube/ difficulty having the essure device released on the right side') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis in 2016, wrist injury on 13-jan-2014 and asthma. Previously administered products included for birth control: norethindrone from 2015 to 3-mar-2016 and balziva from 12-jan-2016 to 2016; for an unreported indication: metoclopramide on 8-mar-2015, nitrofurantoin on 8-feb-2015, pulmicort on 12-jan-2015, cephalaxine on 22-dec-2014, albuteresol on 19-dec-2014, prednisolone on 13-dec-2014, areochamber plus on 13-dec-2014, lortadanine on 10-dec-2014, metronidazole on 3-dec-2014 and amoxicilin on 8-oct-2014. Concurrent conditions included metrorrhagia, pelvic discomfort, perineal pain, bloating, headache, pain ankle and paratubal cyst. Concomitant products included ethinylestradiol;norethisterone (pirmella) from 29-mar-2016 to 23-apr-2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /heavy periods"), abdominal pain ("abdominal pain /pain right side abdomen"), pelvic pain ("pain:lower right pelvic, lower left pelvic") and polymenorrhoea ("multiple periods per month"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain and polymenorrhoea outcome was unknown and the vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-jun-2016: unilateral occlusion (left tube occluded) and malposition of essure device.(per mr)-satisfactory location of the left fallopian tube contraceptive device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality comment and patient problem code added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: approximately 4cm peripheral fallopian tube/ failure to occlude fallopian tube/ difficulty having the essure device released on the right side/ failure to occlude (close) fallopian tube(s)') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis in 2016, wrist injury on (B)(6)2014 and asthma. Previously administered products included for birth control: norethindrone from 2015 to (B)(6)2016 and balziva from (B)(6)2016 to 2016; for an unreported indication: metoclopramide on (B)(6)2015, nitrofurantoin on (B)(6)2015, pulmicort on (B)(6)2015, cephalaxine on (B)(6)2014, albuteresol on (B)(6)2014, prednisolone on (B)(6)2014, areochamber plus on (B)(6)2014, lortadanine on (B)(6)2014, metronidazole on (B)(6)2014 and amoxicilin on (B)(6)2014. Concurrent conditions included metrorrhagia, pelvic discomfort, perineal pain, bloating, headache, pain ankle and paratubal cyst. Concomitant products included butalbital;caffeine;paracetamol since (B)(6)2016, diclofenac since (B)(6)2018, ethinylestradiol;norethisterone (pirmella) from (B)(6)2016 to (B)(6)2016, hydrocodone since (B)(6)2017, meloxicam since (B)(6)2017, metoclopramide since (B)(6)2016, naproxen since (B)(6)2017, norethisterone (norethindrone) since (B)(6)2016, ondansetron since (B)(6)2016, paracetamol (acetam) since (B)(6)2017, prednisone since (B)(6)2016, rivaroxaban (xarelto 10mg) since (B)(6)2018, rivaroxaban (xarelto 20 mg) since (B)(6)2016 and sumatriptan since (B)(6)2016. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /heavy periods"), pelvic pain ("pain:lower right pelvic, lower left pelvic/pelvic region") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain ("abdominal pain /pain right side abdomen"), polymenorrhoea ("multiple periods per month"), nausea ("nausea"), urinary tract infection ("infection(bladder/urinary tract/vaginal) type- uti"), visual impairment ("vision/eye problems type: abnormal vision") and diarrhoea ("diarrhea."). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6)2019. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain, polymenorrhoea, nausea, urinary tract infection, vaginal discharge, visual impairment and diarrhoea outcome was unknown and the vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, diarrhoea, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, polymenorrhoea, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: unilateral occlusion (left tube occluded) and malposition of essure device.(per mr)-satisfactory location of the left fallopian tube contraceptive device the right side essure coil was placed in an undesired location in the fallopian tube. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs received- new events nausea, vaginal discharge, vision/eye problems type: abnormal vision, diarrhea, urinary tract infection were added. Concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: approximately 4cm peripheral fallopian tube/ failure to occlude fallopian tube/ difficulty having the essure device released on the right side') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis in 2016, wrist injury on (B)(6) 2014 and asthma. Previously administered products included for birth control: norethindrone from 2015 to (B)(6) 2016 and balziva from (B)(6) 2016 to 2016; for an unreported indication: metoclopramide on (B)(6) 2015, nitrofurantoin on (B)(6) 2015, pulmicort on (B)(6) 2015, cephalaxine on (B)(6) 2014, albuteresol on (B)(6) 2014, prednisolone on (B)(6) 2014, areochamber plus on (B)(6) 2014, lortadanine on (B)(6) 2014, metronidazole on (B)(6) 2014 and amoxicillin on (B)(6) 2014. Concurrent conditions included metrorrhagia, pelvic discomfort, perineal pain, bloating, headache, pain ankle and paratubal cyst. Concomitant products included ethinylestradiol;norethisterone (pirmella) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 31 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /heavy periods"), abdominal pain ("abdominal pain /pain right side abdomen"), pelvic pain ("pain:lower right pelvic, lower left pelvic") and polymenorrhoea ("multiple periods per month"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy,). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain and polymenorrhoea outcome was unknown and the vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, polymenorrhoea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion (left tube occluded) and malposition of essure device.(per mr)-satisfactory location of the left fallopian tube contraceptive device. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs & mr received. Case become incident. Injury nos replaced with new events. New reporter's information was added. Patient's demographics was added. Event added abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: approximately 4cm peripheral fallopian tube, dysmenorrhea (cramping), abdominal pain, pelvic pain female, multiple periods per month. Historical drug, historical condition, concomitant drug, concomitant condition, lab data were added.